Manufacturer narrative:
Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 25-may-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was being scheduled for a lead revision. It was unknown what external or patient factors may have contributed to the issue. It was also unknown what diagnostics or other interventions were taken to resolve the issue. The issue was resolved at the time of the report. The indications for use were non-malignant pain and failed back surgery syndrome. No patient symptoms reported.